Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The actual device was not available for evaluation. Pictures of the device and the concern were provided for review. The manufacturing lot number was also provided for review. Based on review of the pictures, the scalpel tray in the pouch contained part of the tyvek splice that was missed during aspen's production run. When aspen performs a splice there is a red section of tyvek but because the label faces up to the operator the red splice on the film side of the pouch goes undetected since it faces downward. Awareness training was performed. In addition, we are looking into long term solutions to minimize or eliminate this type of concern in the future. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that a product was discovered with sealing issues. No serious injury or death was reported. This is entered in our complaint system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The actual device is available for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that a product was discovered with sealing issues. No serious injury or death was reported. This is entered in our complaint system as (B)(4).